Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer's high blood glucose was 600 mg/dl then 332 mg/dl and low blood glucose was 21 mg/dl and 24 mg/dl. Customer's current blood glucose was 332 mg/dl. The customer did experienced the symptoms such as shaking, weakness, fatigue, blurred vision. The customer was treated with food and drink. Troubleshooting was done for low blood glucose and over delivery. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.